Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had no power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/01/2016 with the following findings: a review of the black box showed no evidence of an unexplained power on reset event on or before the date of the complaint. A power on reset occurred after a call service 064 alarm on the date of the complaint. The rewind, load, and prime steps were performed successfully. The pump was tested for 24 hours and no loss of power occurred. The returned battery cap was undamaged and was able to fit securely. The battery cap was fastened and then unscrewed a half turn with no reboots. No power interruption occurred during the investigation. The pump cover was removed to find no intermittent conditions to the power printed circuit board. The no power complaint was unable to be duplicated. Unrelated to the original complaint, the battery compartment was cracked below the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).